Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6), a local independent administrative institution, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) was not in use had abeeping noise coming from a machine that is not turned on. A faulty power management board was confirmed. There was no patient involvement.

Manufacturer narrative:
Updated fiedls: b4, d9, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion), h11. It was reported that the cardiosave intra-aortic balloon pump (iabp) had a beeping noise coming despite not being turned on. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Fault118 was observed in the logs. The fse replaced the power management board. The fse completed all safety and functionality checks per factory specifications. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received part number 0670-00-1162 with a reported unit failure of an alarm when the machine is off. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4). The most probable root cause is component reliabil